Event description:
During an unknown procedure it was reported that after the deployment of t1, t2 could not be deployed despite the deployment knob being depressed. After several attempts, the suture fell out. T2 remained on the delivery needle. T1 and the suture were removed from the joint with hand instruments. The procedure was successfully completed with a backup device.

Manufacturer narrative:
One fast-fix 360 reversed curve ndl deliv insertion device was received for evaluation of the reported complaint mode, ¿t2 non-deployment.¿ when the depth limiter straw was removed, it was noted that the device is grossly bent. Under magnification, it was observed that actuating/cycling the device picks t2 up as designed and moves it forward along the needle. The failure is due to the bent delivery needle. Per the IFU, ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ the root cause of the failure is user error. A review of the device history records was performed which confirmed no inconsistencies. No further investigation is necessary at this time. (B)(6). (B)(4).